Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('fifty nine female patients out of the cohort underwent surgery to have the sterilization implant removed') in female patients who had essure inserted for female sterilization. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patients were treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: after internal review it was noticed that the only event of this case is fifty nine female patients out of the cohort underwent surgery to have the sterilization implant removed. All other events abdominal pain, asthenia, dyspareunia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain and sleep disorder deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('fifty nine female patients out of the cohort underwent surgery to have the sterilisation implant removed') in 59 female patients who had essure inserted for female sterilisation. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criterion medically significant), musculoskeletal pain ("musculoskeletal pains"), asthenia ("asthenia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dyspareunia ("dyspareunia"), sleep disorder ("sleep disorders"), abdominal pain ("abdominal pains") and memory impairment ("memory problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, musculoskeletal pain, asthenia, menorrhagia, metrorrhagia, dyspareunia, sleep disorder, abdominal pain and memory impairment outcome was unknown. The reporter considered abdominal pain, asthenia, dyspareunia, memory impairment, menorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain and sleep disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.